Manufacturer narrative:
Product ID: 39565-65, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: unknown, ubd: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that two years ago a lead came loose and it caused a lot of pain. The patient met with a manufacturing representative (rep) in the healthcare provider's (hcp) office. They did diagnostics and they just bypassed it. No further complications were reported. No additional patient symptoms were reported.